Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no anomaly or deviation. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guide. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2011. During the procedure, the distal femur cut was made and femoral notching was noted. There was no delay to the procedure as a result.